Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube lip and reservoir tube window. Insulin pump received with minor scratched liquid cyrstal display window. Insulin pump received with broken battery tube threads and battery cap.

Event description:
The nurse reported that customer was hospitalized with diabetic ketoacidosis. The nurse stated that the customer needs a new insulin pump. She declined to troubleshoot stated customer's daughter will report back. Customer's daughter stated that the insulin pump had physical damage. She stated that the insulin pump was falling apart and was just taped together; the battery compartment was damage and has missing pieces. Troubleshooting was done. Customer's blood glucose was 599 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.